Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported (via FDA mw5083916) that a female patient of unknown age who underwent an unspecified breast implantation procedure with a 350cc mentor smooth round moderate plus profile saline breast prosthesis (unspecified position) and a 375cc mentor smooth round moderate plus profile saline breast prosthesis (unspecified position), reported experiencing the following, "got smooth saline breast implants (B)(6) 2009. Migraines and sinus issues started the following year and continued for years. In 2012- 2013 my body started throwing other symptoms such as exhaustion, brain fog, and hypo/hyper thyroid condition. A few times my limbs turned purple and blue and I could not get them to circulate blood properly. Many doctor appts, one trip to ER and never any answers. In 2014 - (B)(6) 2018 acne flare ups that would not go away, brain fog consistent, dry, red, irritated eyes, along with continued sinus issues. I developed several food allergies that never went away. My immune system was so low I got sick very easily and it was hard to get well. I felt like death daily. My chest was heavy and I could not take deep breaths which made it hard to think clearly or sleep well. Insomnia treatments were done by a chiropractor but did not help. I did see a regular physician and allergist as well. I have an x-ray at one point which showed nothing and was told I needed to take an inhaler for copd. (I do not smoke). In 2018, all previous symptoms were very much active, along with a new problem that would not allow me to clear my throat. Pictures of me will also prove the swelling and inflammation in my face on a daily basis. I lost a job in 2015 because of all the issues wreaking havoc on my body. I had several doctor appointments over the span of 2010 to 2018. Blood tests only confirmed hypo/hyper thyroid in 2013. Was put on medicine for several months and then told to stop taking it because my thyroid was inflamed. I found out about breast implant illness in 2018, because after telling my friend all my symptoms, she asked me to read up on the disease. I explanted within months in (B)(6) 2018 to be exact, and my doctor has pictures of my smooth saline implants with no rupture or mold anywhere to be found. As soon as I woke from surgery, I could take a deep breath again. Within two days my dry, red, irritated eyes were white in color again, and my face had lost all inflammation. Within a week the acne was gone and brain fog was lifting along with a slew of other symptoms. I discarded my implants because they were a horrible reminder of the death I felt for years. If you need doctor records and information from the surgeon who took my implants out, I can get all information to you explaining why no implant is safe." The patient underwent bilateral removal on (B)(6) 2018. This medwatch form is for side b.